Event description:
The customer reported the fluoroscopic image was intermittently lost effectively eliminating the ability to view a fluoroscopic image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.